Event description:
Surgeon reports "data not released" appears when sending the surgery data to the laser. No pt harm was reported and no add'l info was provided.

Manufacturer narrative:
Customer contacted technical support who advised surgeon to change the treatment type, as treatment parameters selected by surgeon were not within defined range for that type of treatment. Root cause was identified as improper use, failure to follow dfu for product. (B)(4).